Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about having sensor reading discrepancies. Customer stated that the sensor glucose reading was 55 mg/dl but her blood glucose was 92 mg/dl with a percent difference of 40.2%. Customer stated the sensor graphic is not trending the same direction as the blood glucose. Customer stated that she received two consecutive calibration errors and change sensor alert on the third day of the sensor. Alert occurred after initialization. Customer was advised to remove the sensor. Current blood glucose 108 mg/dl. Nothing further reported.